Manufacturer narrative:
Only the posterior portion of the device was returned. The physician decided to leave the tip of the screws in the patient's bone. No conclusions could be drawn through this inspection, however corelink must consider that the traumatic event may have been a contributing factor to the breakage of the device.

Event description:
Distributor contacted corelink alleging that 2 ea anodyne plate screws 40 mm x 14 mm (20140-14) had fractured and are being removed from a patient (sm61426 and sm63148). The patient had a non union acdf previously performed a year prior at the level the plate was used (original case date not provided). The physician also identified that the patient had experienced a traumatic fall prior to the screw removal.